Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 4 mm proximal to the proximal edge of the proximal edge of the proximal markerband and extending distally for a total length of approximately 26 mm. The rated burst pressure of this device is 24 atm (atmospheres). No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified bile duct. A 4.0 x 20 mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at three atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified bile duct. A 4.0 x 20mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at three atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.